Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection fortam (route, dose, frequency, and duration not reported) and injection reflin (intraperitoneal, loading dose of 2 grams, maintenance dose of 1 gram, daily, duration not reported) for peritonitis. Action taken with extraneal therapy was not reported. At the time of this report, patient outcome was unknown. No additional information is available.